Manufacturer narrative:
Results: the neuron 5f select catheter (5f select) was fractured approximately 117.0 cm from the hub. The distal segment of the fractured select was kinked approximately 7.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed it was fractured in the distal shaft. This type of damage typically occurs due to improper handling during use. If the select is forcefully handled at an angle during insertion into patient anatomy, damage such as this may occur. Further evaluation revealed a kink in the distal segment of the fractured select. This damage likely occurred due to the snare used to remove the catheter tip. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure treating an abdominal aortic aneurysm endoleak (aaa endoleak) using a neuron 5f select catheter (5f select). During the procedure, the physician advanced the 5f select through another manufacturer's sheath without experiencing resistance. However, while torquing the 5f select into the right common iliac artery, the hospital technologist believed that there was a kink in the 5f select. Therefore, the physician stepped back onto fluoroscopy and noticed that the entire black tip of the 5f select had separated from the rest of the catheter and was floating in the aorta. The physician then immediately withdrew the 5f select and removed the intact detached tip from the patient using a snare device. The procedure was completed using a new 5f select, multiple other catheters and the same sheath. It was reported the patient's anatomy was tortuous which the physician believed may have caused the 5f select to break. There was no report of an adverse effect to the patient.